Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report# (B)(4) for a "uretex."

Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent a procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's medical record, the preoperative diagnosis included cystocele and stress urinary incontinence and the operative procedure included cystocele repair, vaginal sling and cystoscopy.